Event description:
Reported by the patient as "a leak and being hungry."

Manufacturer narrative:
Taper type ii. The product associated with this report has not been returned as it was not explanted. Based on the implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."